Event description:
Event description guidant received information that during the implant procedure, the device was unable to measure r waves. However, the pacing system analyzer (psa) was able to measure r waves appropriately. Threshold and impedance measurements were equivalent through the device and psa. The sensitivity on the device was increased to .5 mv, and r waves were still unable to be measured. The caller was unclear if the device was pacing appropriately. The setscrews connections and lead placement were verified to be correct. Pacing and sensing were appropriate through the psa. The physician elected to implant a different device without further incident. The device has been returned for analysis.